Event description:
A webform complaint was received in which it was reported a customer received a sensor related error message "scan error" with the adc device after five (5) days of wear and was unable to obtain readings. As a result, the customer experienced loss consciousness. There were no reports of treatment by a healthcare professional (hcp) and/or third-party. No further details were provided. There was no report of death or permanent injury associated with this event. Adc customer service were in contact with the customer to gain further information; however, the customer declined to provide additional information.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.